Event description:
Customer was hospitalized with high blood glucose levels. Unable to perform troubleshooting at the time of call to minimed. Customer's daughter stated that the issues have mostly been resolved with the set changes and pump programming.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.